Event description:
Per the clinic, the patient experienced skin flap infection subsequent to sustaining an impact at the implant site (specific date not reported). Subsequently, the patient was treated using pressure bandaging technique and oral antibiotics (specific date and duration not reported). The patient also underwent an effusion extraction procedure under local anesthesia (specific date not reported). However, the symptoms did not resolved, leading to an exposed implant (specific date not reported). The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.